Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. A detached needle, a dispensed suture and one labeled winding former of product code (B)(4), lot llh805 were returned for analysis. During the visual inspection of the needle, the swage and attachment area were as expected and remnant of the suture was noted into the barrel hole and slightly marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. The dispensed suture was examined along of the strand and no defects were observed. However, the end of the suture was cut appears to be by the use of a surgical instrument. Also, a functional test was performed using a instron and the tensile force were above the minimum requirements. Due to the sample condition, the assignable cause of performance breakage suture, suggests an improper handling of the sample.

Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: batch lmh651 mfg date: unk, exp date: unk. Batch llh805 mfg date: unk, exp date: unk. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent unknown dermatologic procedure on (B)(6) 2018 and suture was used. The suture was broken at the swage part other than knots during use. There were no adverse consequences to the patient reported.